Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir compartment had cracks and o-ring would not stay in place. The customer's blood glucose was 113 mg/dl. The customer also reported that they had low blood glucose of 44 mg/dl. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify no delivery alarm due to complete broken reservoir tube lip. The device had minor scratched lcd window, cracked battery tube threads, missing o-ring reservoir tube, cracked reservoir tube, cracked case at reservoir tube window corners. No corroded in reservoir tube noted.